Manufacturer narrative:
It was reported that a large volume folfusor (previously reported as unspecified) underinfused medication to the patient. The device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device under infused by approximately 20%. This was identified during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.